Manufacturer narrative:
(B)(4). The device was returned to baxter healthcare for evaluation. A service history review was conducted and there were no deviations noted that could have caused or contributed to the reported event during the service of this device. An event history review log was performed and there were not any keystrokes, programming, or use related events that would indicate and or contribute to the problem. An internal and external inspection were performed with no abnormalities noted. The device passed both the homechoice rite (return instrument test/evaluation) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. There was no non-conforming product identified related to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a myocardial infarction (mi) coincident with peritoneal dialysis therapy. The cause of the mi is unknown. It is unknown if the patient was connected to their homechoice device at the time of the mi. On the same day, the patient was hospitalized for this event. Treatment for this event is unknown. Peritoneal dialysis therapy was ongoing. It is unknown if the patient recovered from this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.